Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that the during use on a lung biopsy, the coaxial with the valve was inserted first and no resistance was felt. The biopsy needle was then inserted and the biopsy on the flat tumor was performed. Upon attempting to remove the needle from the coaxial, it became stuck and could not be removed. Both the coaxial and needle were removed together. Minimal bleeding with no serious complications. Procedure was completed.